Event description:
Report received of the ability to program the pump with the door locked and without the key inserted in the lock. The pump was programmed in the pca + continuous mode with unspecified parameters to deliver an unspecified drug. The customer reported that at an unspecified time, a nurse inserted a new vial into the pump. After the door was locked, the pump displayed "a star and press start" message. When the nurse pushed start, "nothing happened." It was then noted that a "paused" message was displayed on the screen and could not be bypassed. The device was removed from clinical service. Therapy was resumed using a replacement device. The pump was returned to the biomedical dept from clinical service. During testing at the user facility, it was noted that with the pump off, the door in the locked position and no key in the lock, the pump could be powered on and the "door locked" message was visible on the display. The customer contact reported the programmed parameters could be changed without unlocking the door or using the key. Though requested, the customer declined to provide additional info.